Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(state: 11 & postal code: (B)(6). A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse checked and found power management pcb is defective ,replaced the same fault rectified tested ,handed over the unit in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not switching off. There was no patient involvement.